Manufacturer narrative:
The device involved in this event is not distributed in the USA, therefore 510k is not applicable. (B)(4). This complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a reportable malfunction on 02-jun-2021 during inspecion in the workshop within the emea region. The reported complaint wasthe "suction nipple is attached incorrectly, resulting in leaking and fluid damage" involving pentax medical video colonoscope model ec38-i10cf, serial number (B)(4). There was no report of patient harm reported. The device was returned to pentax medical and the endoscope has been repaired.

Manufacturer narrative:
Evaluation summary: we checked the returned scope and confirmed the suction nipple leak due to incorrect connecting, so we replaced both the electrical connector assy a-p0023 and the ccd drive pcb damaged by the leak. Correction information: follow up #1, coding changed based on the investigation result: component code, investigation findings, and investigation conclusions. Additional information: type of follow up. This report is being filed as part of the pentax backlog management plan.